Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient developed an open irritation on his back under the lifevest. It was reported that the patient was in the hospital, bedridden with a tracheotomy and full-time caregivers. The patient was issued additional garments. The patient's doctor had also requested wound care for the patient's irritation. The patient's irritation improved.